Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger.

Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable component is product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that connector pin on desktop charger appeared slightly bent and the recharger was not charging when it was plugged in. It was also reported that patient was in crazy pain now since the recharger wouldn't charge up and they could not charge their implant. Ins was depleted to off. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.